Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device was closed on the tissue and fired, then had difficulty releasing. On the second firing the articulating knob snapped at 30 degrees. The device then fired an incomplete staple line and cut. The device was difficult to open. The case was completed with a similar device with no patient consequence.